Event description:
It was reported that the patient's implantable neurostimulator (ins) was removed due to a fever she experienced after her last revision during the summer. The patient had two revisions this summer. The patient was unsure if the fever was due to infection. Additional information received reported that the ins and lead were explanted due to a suspected titanium allergy. The hcp had received an allergy test kit and was preparing to administer it. It was noted that the patient's symptoms improved following the explant. Additional information received from the hcp reported that perioperative antibiotics were administered. The patient did not have meningitis. Symptoms included fever and malaise. The hcp reported the primary location of infection as "unknown" and the type of organism cultured as "n/a." Patient outcome and pre-implant risk factors were "unknown." It was noted that the patient had aseptic metal intolerance.

Manufacturer narrative:
Programmer model 37743, serial# (B)(4). Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had done great with stimulation prior to the decline in overall health status. The hcp noted that the patient had spinal hardware in the past that had required removal, and confirmed that the patient was allergic to titanium.